Manufacturer narrative:
The returned unit was visually and functionally examined. Mechanical and electrical functional tests were conducted with the catheter and no related issues were found. A slight bend 2.5 cm from the distal tip was noted but did not affect meeting the curve template requirement. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the spec requirements. The cause for the reported steam pop and pericardial effusion remains unk. Vascular perforation is an inherent risk as stated in the instructions for use (IFU).

Event description:
It was reported that a pop occurred while applying on the anterior part of the left superior pulmonary vein. Then the ultrasound was used to confirm a light pericardial effusion. The pt was stable and it was possible to continue the procedure and the catheter was not exchanged. Note, there were no sudden changes in any parameters (including impedance) before the pop. Once the procedure was completed, a pericardial drainage was performed.